Event description:
A consulting ophthalmologist explanted an intraocular lens (iol) as the result of a reported foreign body reaction. The pt experienced severe corneal edema. The original lens was disected to allow removal. The pt's condition is reported to be improving. Further info is being sought.